Event description:
Subject had a hypoglycemic episode while doing yeard work. He suffered on open fracture on his right ankle. The episode was due to the subject's negligence. On (B)(6) 2007, the subject discovered that his left foot was also fractured and he is wearing an air cast.